Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was turning off by itself. The patient said the patient programmer (pp) was showing the ins was off and the recharger (insr) was showing the ins was on. The patient said the insr was showing the ins was fully charged but the pp was showing the ins was not charged. The patient stated they spoke with a manufacturer representative who assisted them with resetting the insr but this did not change the information. Patient services (ps) assisted the patient with using the pp to sync with the ins and it showed that the ins was off. The patient turned the ins on with the pp and confirmed the ins battery level was 100% and the pp battery level was 50%. Ps assisted the patient with using the insr and the insr screen showed the ins was on, the ins was 100% charged and the insr was 100% charged. Ps noted that the devices seemed to be functioning as designed. Ps recommended that the patient monitor the ins turning off on its own and the patient was directed to follow-up with their healthcare professional. No further complications were reported.